Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. Reportedly, the customer went to the emergency room (ER) with a blood glucose (bg) level of 565 mg/dl. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.